Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the implantable loop recorder was returned in its packaging, sealed and unopened, with a note that read "data collection on, cannot be reset by programmer." There was no patient involvement indicated in this event.